Event description:
Alcon legacy phaco machine and/or handpiece was used for cataract surgery. Pt was burned at the superior limbus at the incision site of the left eye. Physician used 10-0 nylon to repair incision.